Manufacturer narrative:
Manufacturer¿s investigation conclusion: the mobile power unit (mpu), serial number (B)(6) , was returned for evaluation following the report of constant low battery alarms on the controller. Further provided information indicated that the controller continued to alarm on hospital equipment indicating that there was not an issue with the mpu. The unit was returned and evaluated by technical service. No operational issues were found when the mpu was checked. No mpu alarms were observed or duplicated. The mpu patient cable was replaced due to an issue with the power cable lead connector threads. The black power lead connector threads on the mpu patient cable were damaged ¿ along the first few threads. The damaged threads did not prevent the black power lead connector on the controller from fully inserting into the mpu connector. However, the mating connector required an atypical amount of torque to fully thread (and lock) the connectors together. The white power lead connector on the mpu was not damaged. The mpu was repaired by replacing the patient cable assembly. The repaired unit was functionally tested and returned to the customer. The cause of the thread damage was unable to be determined through this analysis. Set up and use of the mobile power unit (mpu) are documented in the heartmate 3 lvas patient handbook (doc # 10006136 rev c p.78) and the heartmate 3 lvas instructions for use (IFU). Connecting the system controller to the mpu is documented in the heartmate 3 lvas patient handbook (doc # 10006136 rev c p.90) and the heartmate 3 lvas IFU. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook (p.80) and the heartmate 3 lvas IFU (p.3-37). The heartmate 3 lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment.". The mpu assembly was made in oct 2019. The unit was packaged and placed into stock on nov 13, 2019. The unit was sent to the customer on dec 9, 2019. The unit was assigned to the patient on dec 13, 2019. The unit had no previous services. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient experienced continuous controller fault alarms. It was reported that after hooking up to the mobile power unit (mpu), backup battery fault alarms occurred. After attempting to change the backup battery in the primary system controller is when the controller fault alarms were noted to have occurred. Pump parameters were within normal limits. When attempting to connect the primary system controller to the mobile power unit, the system controller would not connect and then the mobile power unit immediately started alarming with a hazard low battery, critical fault yellow wrench alarms. The patient received a new mobile power unit and the primary system controller was exchanged. The system controller is documented in manufacturer report number 2916596-2020-05493.